Event description:
Info received states that pump had experienced error code 45. Error occurred twice on same date, cross ref: 1722139-2013-00849.

Manufacturer narrative:
Investigation found that pump had experienced error code 45 in pump's history. New pump software was installed. Reference recall number z-1867-2011.